Manufacturer narrative:
H3 other text : the product malfunction was unable to be confirmed because this case is created with wrong contract details of device in service max.

Event description:
This report is based on information provided by philips customer service agent and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that device ECG lead socket port broken. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The product malfunction was unable to be confirmed because this case is created with wrong contract details of device in service max. A review of the service history for this device shows the problem is reported in another service max case number: (B)(4) (tw pr (B)(4)) with received mdn: 6c80eae4-1930-11ef-b70f-000032bd386e@hpp. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. H3 other text: the product malfunction was unable to be confirmed because this case is created with wrong contract details of device in service max.

Event description:
This report is based on information provided by philips customer service agent and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that device ECG lead socket port broken. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that device ECG lead socket port broken. Patient involvement information is currently unknown, but no reported patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.